Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The reporter alleged the infusion sets she had from the same lot number were defective. No adverse event was reported. The infusion set was requested to be returned for product evaluation.